Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have several initialization failures during in-house testing. The stapler was placed on the in-house system and failed calibration at 30% on multiple attempts. A review of logs showed no initialization failures or clamping failures. Failure analysis found the following failures to be related to the customer reported complaint: the stapler was found to have a jammed I-beam. The I-beam was manually driven out for inspection due to the initialization failures but failed to fully extend. The I-beam was stuck between the 40-50mm mark. The root cause of this failure is attributed to a component failure. Upon inspection, the stapler was found to have sleeve damage. The I-beam sleeve was not visible on the I-beam cable at the jaws or I-beam window. The root cause of this failure is attributed to manufacturing. The instrument was found to have firing failures based on dsp log review but was not replicated during in-house testing. Msc logs did not captured firing failures for the given timestamp. The stapler could not be test for firing or clamping functionalities on the in-house system due to repeated initialization failures. The root cause of this failure is no determinable/applicable. Additional observations not reported by site were that the instrument was found to have multiple engagement failures during in-house testing. The instrument was placed on the in-house system and failed engagement on over 3 attempts. A review of logs showed no engagement failures. The housing was removed for inspection and the instrument was found to have signs of corrosion found on the instrument thrust bearing, likely causing the engagement failures. Orange discoloration was observed. The shaft exhibited grinding when manually rotated. The root cause is typically attributed to transport/storage. This instrument will be transferred to engineering for further investigation. A review of the instrument logs for the sureform 60 stapler instrument (part# 480460-09/l11220803 0191) associated with this event was performed. The instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis confirmed the I-beam assembly was jammed. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the stapler 60 sureform instrument had recognition issue. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the stapler was not recognized and was not used on a patient. The procedure was completed with another stapler.